Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, regional clinical specialist (rcs) reported that the pt called him with a blood glucose of 580 mg/dl today. Pt's target blood glucose is 80 mg/dl. Regional clinical specialist stated pt reported she did not have the correct insulin cartridges and depleted her last cartridge at 4:00 am this morning. Regional clinical specialist reported pt stated she had insulin but no syringes. Regional clinical specialist stated he advised pt to go to the hospital emergency room or call 911. He reported pt agreed to go to the hospital emergency room. On call back from pt on (B) (6) 2010, verified that pt's hyperglycemia had resulted from running out of insulin. Sent replacement cartridges; no product return was requested.